Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary cadd legacy pca pump sn: (B)(6) was received from the customer stating that the issue of the product is slow execution of the bolus and that it could be related to the concentration in the cassette. Visual test was performed - found damaged dso sensor and bent rear housing. Functional test was performed - no problems found. Ehl was downloaded and inspected - no problems found. Pump was tested for flow accuracy and passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Couldn't replicate customer's reported problem. Repair summary: rear housing, dso sensor replacement.

Event description:
The customer stated "bolus didn't stop. We had to shut down the pump." The issue of the product is "slow execution of the bolus" and that it could be related to the concentration in the cassette. The problem was observed when the patient controlled analgesia pump was put into operation and the nurse noticed that the bolus is slow, so she withdrew it. There is patient involvement, but no patient harm/adverse event reported.